Event description:
I bought the auvon tens unit from amazon. Use it once on my lower back, once I turned it on, it zapped the heck out of me despite setting the power to zero, the device delivered a strong electrical shock upon activation. This unexpected behavior poses a serious safety risk and indicates a potential defect in the device. After a 20-minute session at 20% power, I removed the probes and noticed a bruised-looking mark on my lower back. This suggests that the device may be delivering currents that are too strong for safe application. The manufacturer's name is shen zhen as tec technology co ltd, the 510k number is k200727 and k143268; all of these products are non-compliant. Mandate the immediate removal of the product from amazon and other retailers, please check below asins and models. I believe that prompt action by the FDA is crucial to protect the health and safety of potential users of this device. Thank you for your attention to this matter. Asin: b07d58v8ld model? : ? As8012 asin: b07ktv52k1 model? : ? As8012 asin: b085tl8tpj model: as8012c asin: b06zz19ms3 model: as8010 asin: b08flwzt16 model: as8016 asin: b0cq2dlxdj model: as8019 asin: b0d12w9qx6 model:ta2224 asin: b0cj55lh2n model: ta3224. I bought the auvon tens unit from amazon. Use it once on my lower back, once I turned it on, it zapped the heck out of me despite setting the power to zero, the device delivered a strong electrical shock upon activation. This unexpected behavior poses a serious safety risk and indicates a potential defect in the device. After a 20-minute session at 20% power, I removed the probes and noticed a bruised-looking mark on my lower back. This suggests that the device may be delivering currents that are too strong for safe application.